Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited multiple noise reversions. The noise was not reproducible in clinic. The physician decided to monitor the patient.